Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code- nodule.

Event description:
Dexcom was made aware on 11/01/2024, that on 10/29/2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024. On 10/29/2024, it was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples and infection underneath sensor pod area only, which occurred 7 days after the sensor had been inserted in the arm. The skin reaction has an inflamed insertion site with swelling and a possible lump. The reaction seems most likely to have occurred at the needle puncture site. The skin reaction was treated with an oral antibiotics, flucloxacillin the area was prepared with soap and water before placing the sensor on the body. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.